Manufacturer narrative:
A2: age at time of event: patient was reportedly in their "70's". E1: initial reporter facility name: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a robot-assisted lower anterior resection, right lateral dissection and temporary colostomy extension wherein seprafilm was applied to the right lateral dissection area, small intestine lifted for temporary colostomy creation. One sheet of seprafilm was inserted with the provided tyvek holder into the abdominal cavity through 12mm trocar. The surgeon closed the abdominal cavity. Three days later, the surgeon reviewed the surgical procedure and realized the tyvek holder may have remained in the abdominal cavity. The following day the patient underwent a laparoscopic revision procedure and the tyvek holder was removed from the abdominal cavity. As per instructions for use (IFU), after placement the user should discard the holder(s). The patient recovered and was discharged from the hospital nineteen days later. No further information was available at the time of this report.